Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral pump set's line came disconnected while in the machine. The following bag used was unable to run, causing the patient feed was delayed for one hour however there was no patient injury.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, the defect was confirmed; the tubing was detached from the urine sampling port. A root cause analysis indicated that the amount of solvent applied to the assembly was not enough to prevent detachment as reported. If information is provided in the future, a supplemental report will be issued.